Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary one recorder was returned to medtronic for evaluation. Calibration of a capsule simulator and a transmission test were successfully performed. A test study of 48 hours was conducted and the study data was successfully downloaded. Physical examination of the recorder concluded that the recorder functioned properly without incident.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder would not display diary entries. A repeat procedure will be necessary. There was no harm to the patient.